Event description:
It has been reported to us that during the procedure the physician was unable to deflate the occlusion balloon when required. The physician inserted the occlusion balloon wire into the pt. Then the physician inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and advanced forward. The physician had difficulty wtih the aspiration catheter, it stopped moving and kinked. The physician removed the aspiration catheter. The physician attempted to deflate the occlusion balloon however, the balloon would not respond when required. The physician used the method referenced in the instructions for use and cut the hypotube to deflate the occlusion balloon. Pt is reported to be fine.

Manufacturer narrative:
An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.